Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," outlines potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. Section 6, "patient care and management," provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to massive hemoptysis.

Manufacturer narrative:
The event was determined to be supplemental information to MFR # 2916596-2024-03900, and the investigation findings will be submitted under MFR # 2916596-2024-03900.